Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a drill bit broke during a surgical procedure. Details pertaining to the surgery, the patient, and the outcome are unknown. The part belongs to the loan department, who reported that it was returned broken. (B)(4).

Manufacturer narrative:
(B)(4). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(6), manufacturing date: 23.mar.2001, DHR is not available as device is older than 14 years. According to (B)(4) the documents for instruments have to be stored for 10 years. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes for this report include: hsz, gfa, and gff. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Article 310.221 lot 1079971. An investigation summary was performed. The investigation of the complaint articles has shown that: the investigation of the complained article shows that the tip of the drill bit is broken off. There are no other damages visible. Unfortunately without more information we are not able to determine the exact cause which has led to this occurrence. A review of the device history records found no issues that would have contributed to this complaint. No manufacturing related failure could be detected. Further investigation has shown that this instrument was manufactured in march 2001 according to the specification. As this instrument is now more than 14 years old, we suppose that the damages were caused due to normal wear and servicing over the years. As no product fault could be detected, no further action required. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.